Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the device revealed that there was no damage on top case or bottom case. Plunger head is cracked by screws. During occlusion testing, motor rate error was duplicated. The root cause of the reported issue was found to be normal wear. Replaced motor assembly. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.